Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported during use the bd vacutainer® 9nc 0.109m plus blood collection tubes had an issue with underfill or low draw of a tube with blood. The following information was provided by the initial reporter: "the coagulation tubes are hard to fill until the filling line, they don¿t use the vacutainer systems but a syringe and needle ".

Manufacturer narrative:
H.6. Investigation summary bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. H3 other text : see h.10.

Event description:
It was reported during use the bd vacutainer® 9nc 0.109m plus blood collection tubes had an issue with underfill or low draw of a tube with blood. The following information was provided by the initial reporter: "the coagulation tubes are hard to fill until the filling line, they don¿t use the vacutainer systems but a syringe and needle ".